Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) helix/lobe distorted/bent. The lead was returned with the helix distorted. Upon inspection, it was noted that the helix/lobe of the lead was distorted/bent. Upon visual inspection, it was noted that the lead was damaged during the implant process.

Event description:
It was reported that during the implant procedure, difficult entrance of rv shocklead in v.subclavia and vcs during implantation op, an new rv shock-lead in ICD patient. The screw did not came out of the lead, even after more than 20 rotations. In the physicians opinion the tip of the lead has been occluded during manipulation to get the lead passing the old leads in situ, so the screw could not came out of the tip. The lead was not implanted. No patient complications have been reported as a result of this event.